Manufacturer narrative:
The insulin pump passed the displacement test, self-test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. The device was unable to prime during prime/force sensor system test and alarmed during basic occlusion test, due to faulty force sensor resistor. It was not possible to perform the occlusion test and no delivery tests, due to prime/fill anomaly. The insulin pump had intermittent button response, due to corroded keypad traces. The device was received with a cracked display window, minor scratches on the display window, a cracked case at display window corner, cracked belt clip slot, scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
The customer called and reported being hospitalized with high blood glucose and dehydration. Customer's blood glucose was 310 mg/dl, after the customer went off the insulin pump, due to buttons not responding and a crack on the pump. The insulin pump was cracked after it was dropped. The customer was treated with fluids and insulin. At the time of this report, the customer's blood glucose was 374 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.